Event description:
Customer complaint - limited data available stated device overheated. Burnt customer. Disposed of device does not have model or lot numbers.

Event description:
Customer complaint - limited data available. Customer complained the device overheated and burned them.